Manufacturer narrative:
Details of the event and the pump's event log were reviewed with the customer. The software glitch identified was found by the hospital's clinical engineer after days of attempting improper key entries. From the event log summary, the event does not appear related to the software glitch described by the customer. The event appears to have occurred after the customer had recently updated their pump software, which replaced the hospital's custom settings for the pump with the factory default values. The customer was not aware the settings were reset to the factory default settings, and did not follow the warning provided in the product's model 1125 service manual which states: warning: when updating pumps utilizing the 1145 ders drug library or where users have programmed "custom drugs", proper library operation should be re-validated. If you or your clinical users have programmed any custom settings for the 5 standard drugs in the dose rate calculator (refer to section 1.6 for this procedure), you will need to re-program these custom settings (in the service mode) after the software has been updated. Any custom settings will be reset to factory default values after any software update is performed. Prior to initiating the infusion, the user did not confirm the pump's drug selection (the intended drug was propofol, with a dose value of 10 mg/ml). When using the pump without the hospital's custom drug settings, the selected drug (drug ?) Was used with an a dose of 1 mg/ml rather than 10 mg/ml, which resulted in a higher flow rate than intended. During the event, the problem was noted within a few minutes and the infusion was stopped to prevent any injury. The customer's pump is in transit to iradimed corporation for examination, and a follow up report with the results of this examination will be provided within 45 days of this report.

Event description:
During an MRI scan, the user discovered the pump was infusing at a higher rate than intended. The customer had recently updated their pump software, which replaced the hospital's custom settings for the pump with the factory default values. Without the hospital's custom drug settings, the selected drug (drug ?) Was used with an a dose of 1 mg/ml rather than 10 mg/ml, which resulted in a higher flow rate than intended. No injury resulted from the event. The customer's medwatch report suggests this was related to a software glitch, but subsequent review of the pump's event log with the customer does not support this assessment.

Manufacturer narrative:
Details of the event and the pump's event log were reviewed with the customer. The software glitch identified was found by the hospital's clinical engineer after days of attempting improper key entries. From the event log summary, the event was not related to the software glitch described by the customer. From the examination of the pump and the history event log assessment, and information from the hospital staff using the pump, the cause of this report is the user selected "drug?" Drug choice, with the factory-default concentration value from 1 mg/ml, which resulted in the 10 times the expected flow rate. The user also did not follow use instructions review the pump dosing display and verify the correct drug and delivery parameters before starting the infusion. The operator's manual includes instructions that the user verify all entered values before starting the infusion. The customer's pump was examined iradimed corporation, and the follow up report with the results of this examination is enclosed with this report.

Event description:
During an MRI scan, the user discovered the pump was infusing at a higher rate than intended. The customer had recently updated their pump software, which replaced the hospital's custom settings for the pump with the factory default values. Without the hospital's custom drug settings, the selected drug (drug) was used with an a dose of 1 mg/ml rather than 10 mg/ml, which resulted in a higher flow rate than intended. No injury resulted from the event. The customer's medwatch report suggests this was related to a software glitch, but subsequent review of the pump's event log with the customer does not support this assessment.